Event description:
"Subgl. Infra. Dc gels for augmentation w/ asym. L>r & inverted r nipple. Pt had r 235cc gel & l 130cc. Pt's spouse had noticed both breasts are decreasing in size. Major problem, however, involved pt developing severe, deforming ra. Pt is on 5mg prednisone, plaquenil, ibuprofen, & darvocet & sx's are progressive. Pt has asym ra w/ most severe sx's & deformities on l (rhd). C/o sjogren type sx's and has chronic fatigue (2/10 energy), low grade fevers, ha's, dizzy episodes, memory loss, oral sores, sens. To sun, cold, eostochondritis, dry skin, wgt fluctuations secondary to prednisone, easy bruising, constipation."